Manufacturer narrative:
Additional information (07-feb-2025): siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the information provided by the customer and instrument data files. Quality control (qc) recovered higher when processed using specific calibration but within the customer¿s expected ranges, indicating that the calcium_2 (ca_2) assay was performing acceptably. Siemens determined that there was no issue with performance of the atellica ch 930 analyzer. A potential product issue was not identified. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation. Initial MDR 2432235-2025-00009 was filed on 06-jan-2025.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding discordant elevated calcium_2 (ca_2) results obtained on multiple patient samples on an atellica ch 930 analyzer. Siemens is evaluating the event.

Event description:
The customer reported to siemens that they obtained discordant elevated calcium_2 (ca_2) results on multiple patient samples on an atellica ch 930 analyzer. The elevated results were reported to the physician and were questioned. The samples were not repeated, and the correct results for the patients are unknown. The customer did not provide any patient sample data. There are no known reports of patient intervention or adverse health consequences due to the elevated calcium_2 (ca_2) results.